Manufacturer narrative:
Date of event is estimated. The event of system explant was reported to abbott. During a pocket revision due to incision site reopening, the physician decided to explant the entire system due to possible infection and decline in tissue quality where the sutures and anchors were originally placed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 3006705815-2022-15783; 3006705815-2022-15785. It was reported the patient's ipg pocket reopened at the incision site without any known trauma. As a result, surgical intervention occurred on (B)(6) 2022 wherein both ipg pocket incision and lead incision sites were opened and a possible infection was suspected. The physician explanted the entire scs system due to the possible infection and decline in tissue quality where the sutures and anchors were originally placed to address the issue.